Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-mar-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system experienced an issue where reports were not updating. A technical support specialist (tss) reported that bulletins were not printing despite logs showing no abnormalities, indicating no bulletins were available to print. Investigation confirmed that bulletin data depends on the notification service, which monitors inventory levels and controls related processes such as critical override. Upon remote connection, errors were identified in the notification service logs, although recent data was present in both the published notice and dispensing device inventory state tables, suggesting the issue had already cleared. It was confirmed that the reports/iss and database servers were rebooted, after which bulletin data resumed and printing was successful. Earlier, stockout reports showed no data but began repopulating following the reboot. Database analysis indicated the issue started when inventory state updates stopped and was resolved after the database server reboot. The issue was attributed to a database connectivity problem, likely related to network or hardware conditions. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the reports were not updating. The customer attempted to unload and reload; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.